Event description:
It was reported during catheter implant, the introducer needle broke off. The broken piece was searched for without success and it could not be identified with x-ray, therefore the broken part remained in the patient. As a result, the catheter was capped/abandoned/ and partially removed. In addition, it was reported that the pump connector of the catheter was defective and catheter replacement was done. It was indicated that the patient had no signs or symptoms related to the event and the patient's outcome was alive and without injury or adverse event. The drug delivered via pump was lioresal. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, lot # 0205819012, implanted: (B)(6) 2012, product type catheter.